Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin and cephalosporin (doses, frequencies, duration and route not reported) for peritonitis. Dianeal therapies were ongoing. The patient was recovered from this peritonitis event. No additional information is available as the reporter declined to provide any further information.